Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed displacement test. Pump error 63 variable 3 occurred during screen test portion of the self test. No pump error 3 or pump error 54 alarms were noted during testing. Pump successfully downloaded to thus. Pump error 63 variable 3 was confirmed in the history download due to a poor solder joint on u1 keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found moisture damage on the pcba 1, pcba 2 and the force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (faded), missing display window cover. In summary, customers alleged pump error 63 was confirmed during testing where a poor solder joint was found on the u1 keypad assembly. Pump error 3 and pump error 54 were not confirmed during testing or history download. Exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Pump failed self test due to pump error 63 variable 3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the pump error 3 and pump error 54. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The pump passed the self-test. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.